Manufacturer narrative:
Per rec'd report: aneurysm was catheterized with echelon 10 45deg and a (B)(4) (7mm x 30 cm 3d fibred coil (ev3)) was placed in aneurysm. The (B)(4) was then inserted (normal checks performed as per protocol). Physician unhappy with position so coil was resheathed and recatheterised with an echelon 10 straight. Coil was reinserted and once the physician was happy with the position they attempted to detach the coil. Tried 3 times with first set of cable. Radiologist attempted to then retrieve coil at which point the catheter came back and the coil detached within the microcatheter. Solitaire stent was used to trap remaining coil within the parent vessel against the vessel wall. Clopidogrel and aspirin were administered during procedure. Pt will be on aspirin for life. The MFR's device analysis results: upon receipt of product(s), visual and functional testing was performed. Note that the coil and detachment control box (dcb) were not returned. However, two (2) connecting cables were rec'd. Visual inspection showed that the returned device positioning unit (dpu) was cleaned before being returned. The resheathing tool was found to have been advanced over the proximal end of the green introducer sheath. Eval revealed that the dpu passed electrical testing. The detachment fiber rec'd heat and melted as designed. Therefore, the root cause of the non detachment followed by an unintended detachment inside the microcatheter cannot be determined. It also cannot be determined what caused the microcatheter to move back during coil retrieval. W/o the return of the dcb and the coil used in the procedure, the root cause of the problem reported is inconclusive. The two connecting cables passed electrical testing and functionality testing. In addition, the echelon 10 microcatheter passed inspection and functionality testing. Therefore, it is highly unlikely that these connecting cables contributed to the complaint event. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: aneurysm was catheterized with echelon 10 45deg and a (B)(4) (7mm x 30 cm 3d fibred coil (ev3)) was placed in aneurysm. The (B)(4) was then inserted (normal checks performed as per protocol). Physician unhappy with position so coil was resheathed and recatheterised with an echelon 10 straight coil was reinserted and once the physician was happy with the position they attempted to detach the coil. Tried 3 times with first set of cable and another 2 times with second set of cable. Radiologist attempted to then retrieve coil at which point the catheter came back and the coil detached within the microcatheter. Solitaire stent was used to trap remaining coil within the parent vessel against the vessel wall. Clopidogrel and aspirin were administered during procedure. Pt will be on aspirin for life.